Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary review of this file performed on (B)(6) 2021, it was noted that the procedure type was primary breast augmentation surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
This complaint is related to the glow study (B)(6). It was reported that a caucasian female patient underwent unspecified breast augmentation with a 420cc mentor memoryshape breast implant and experienced left side hematoma postoperatively. Secondary procedure was performed on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.